Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post op, it was reported that the patient underwent a revision surgery to remove and replace the screws at s1 that were broken. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device was returned for evaluation. Visual of mas bonescrew confirm breakage between 1-4 threads from the bonescrew head, with no witness marks or other damage identified near the fracture surfaces which could allow for crack propagation. Optical examination of all fracture surfaces reveals significant damage. An undamaged portion of one fracture surface provides some evidence of progressive striations, indicative of fatigue. Due to damage, no additional detail can be determined from the fracture surface. Dimensional inspection of major and minor diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information. A review of the device history records did not identify any applicable nonconformance to specification.